Manufacturer narrative:
Clarification to h.6. Adverse event problem: f1905 is being used to report the revision surgery performed in 2022. The device remains implanted. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; patient believes the doctor "nicked the device" during a revision surgery.

Event description:
Patient reported ¿revision done to fix the look of [the right-side device] and believes the doctor might have nicked the device¿. The damage done to the device is not device-related. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.